Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported experiencing issues: "fluid build up" and "their implant may be leaking." This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight and an extended opening on the anterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness was within specification base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
Device has been explanted.